Event description:
The user facility reported the device broke when tightening the wing nut during a surgical procedure. The nut came apart from the shaft (welded joint seemed too weak). The surgical procedure had to be finished using another device. No patient injury is reported.